Manufacturer narrative:
Date sent to FDA: 8/1/2018 patient codes: - surgical intervention additional information: additional narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2017 to repair a recurrent ventral hernia. No additional information provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4). It was reported that following insertion the patient experienced abdominal pain.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2017. It was reported that following insertion the patient experienced pain, adhesion, anxiety, unable to do any physical activities, mesh migration and shrinkage.